Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have low r-wave sensing. No intervention or adverse patient consequences were reported.